Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 is experiencing high bg and sensor calibration anomaly. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated and calibrated properly with test guardian link transmitter. No check bg now alert or unexpected calibrate now alert noted. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: cracked retainer, scratched case, pillowing keypad overlay, missing display window cover and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed functional testing. No check bg now alert or unexpected calibrate now alert noted during test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The blood glucose value was 22.8 mmol/l. No harm requiring medical intervention was reported. The device will not be returned for analysis.